Manufacturer narrative:
On 17 nov 2015 it was finally confirmed that x-rays are not available. On 14 dec 2015 it was prepared a final report with the information already submitted in the initial report. On the same day it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 14 october 2015: lot 143839: (B)(4) items manufactured and released on 16 june 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other components involved: gmk-sphere tibial insert fixed sphere flex #4/10 mm r, ref. 02.12.0410fr, lot. 145498 (k121416): lot 145498: (B)(4) items manufactured and released on 18 november 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented # 4 r, ref. 02.07.1204r, lot. 146806 (k090988): lot 146806: (B)(4) items manufactured and released on 11 december 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk patella resurfacing # 3, ref. 02.07.0035rp, lot. 147120 (k090988): lot 147120: (B)(4) items manufactured and released on 21 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 14th of october 2015 the (B)(4) checked the retrieved implants with the following comments: from visual inspection some scratches have been noted on all the implants (articular surfaces of the femoral component, anterior surface of the tibial baseplate, insert and patella) probably generated during the explantation of the implant. From the visual inspection it was not possible to identify a potential root causes for the infection for which the revision surgery was needed.

Event description:
Revision sphere knee scheduled due to infection on (B)(6) 2015. Pathogen - staphylococcus epidermidis.